Manufacturer narrative:
Customer reported incorrect quantity in sku 15508/25, lot 1338. Package labeled as 5pk contained 6 units. The product was not used, and no patient contact occurred. Root cause determined to be operator oversight during final packaging. Staff was retrained and additional packaging checks implemented. A replacement product was sent. Device was not returned for evaluation.

Event description:
Customer reported there is no cardboard backing. They are individually placed in the package. This package has 6 rolls instead of 5 kittner rolls in a 5pk.